Event description:
It was reported after unloading the patient and stretcher from the ambulance the head end of the stretcher allegedly lowered approximately 8 inches creating an unlevel position of the patient surface. The medics were able to bring the stretcher to a level position and continue the patient transport. It was alleged the patient complained of "head pain" as a result of the sudden movement. The patient was evaluated and it was determined no additional medical treatment was necessary.

Manufacturer narrative:
The subject stretcher was returned to the manufacturer and a visual and functional evaluation was conducted. The reported issue could not be duplicated and the stretcher was operating as intended. No repairs were made and the stretcher was returned to the customer. No additional information on the alleged injury has been provided.

Event description:
It was reported after unloading the patient and stretcher from the ambulance the head end of the stretcher allegedly lowered approximately 8 inches creating an unlevel position of the patient surface. The medics were able to bring the stretcher to a level position and continue the patient transport. It was alleged the patient complained of "head pain" as a result of the sudden movement. The patient was evaluated and it was determined no additional medical treatment was necessary.